Event description:
A malfunction was reported on the pump, with no notable events occurring prior. Although the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, further details on the specific impact to blood glucose levels were not disclosed. Technical support assisted in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction recurred.